Event description:
Email received: my customer ordered #5030 syr/ndl ins 1cc 28x1/2 aimsco purple (10/bg) 10bg/bx & is having issues with the needles due to burrs. (B)(6) is still in contact with their customer.